Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in right eye one day post treatment. Topical steroid dosage increased. No loss of best corrected visual acuity reported. Patient complained of photosensitivity.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.